Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited capture thresholds greater than 7.5 v, 1.0 ms. X-ray showed that the lead tip was still at the right ventricular apex. The lead was removed and replaced.